Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-upr eport will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with mitral regurgitation (mr) for a mitraclip procedure. During the procedure, there was a leak in the steerable guide catheter (sgc) from the hemostasis valve. The sgc was removed from the procedure and a replacement sgc was selected. A mitraclip was advanced within the patient and attempted to be placed on the leaflets. It was identified that the posterior leaflet would not descend. Troubleshooting was performed unsuccessfully and the clip was attempted to be removed from the procedure. It was not possible to remove the clip and the patient was converted to surgery. There were no clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The investigation was unable to determine the cause for the reported leak/splash (loss of fluid column) and air/gas in the device. There is no indication of a product issue with respect to manufacture, design or labeling.